Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient called to report right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: white particles on the shell, crack opening, an opening on posterior, total delamination of the valve, wear abrasion, and crease flat. Leak test and microscopic analysis was performed which identified: crack valve, total delamination of the valve, and a striated opening on posterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Total delamination of the valve assessed as adhesive failure. A striated opening on posterior assessed as surgical damage.